Event description:
It was reported that the superior vena cava (svc) impedance alert was triggered due to the high svc coil impedance. Svc impedance alert was preceded by gradual svc impedance rise. Additionally, there was high short interval counts (sic) and t-wave oversensing (twos) was observed. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the superior vena cava (svc) impedance alert was triggered due to the high svc coil impedance. Svc impedance alert was preceded by gradual svc impedance rise. Additionally, there was high short interval counts (sic) and t-wave oversensing (twos) was observed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated a lead impedance out of range alert, impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, impedance trend on the svc (superior vena cava) defibrillation coil was rising, and there was oversensing due to non-ph ysiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that sensing integrity counter (sic) was elevated. The lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6725 crdm adaptor, implanted: (B)(6) 2012. (B)(4).